Event description:
Report of backwards cartridge rec'd. A pt was receiving an unspecified dose of acyclovir via IV tubing and unspecified pump. When the tubing was hooked up and the infusion started, the pt noticed right away that air was going backwards up into the tubing; no bleedback occurred. Bag and tubing were changed to solve the problem. No pt harm was reported.